Event description:
It was reported that the bolus was not being delivered while in automated mode. Their settings are set to auto correct at 160 mg/dl. The patient's blood glucose levels rose to 300 mg/dl, while wearing the pod, on their arm, for longer than 48 hours. Medical treatment was not required.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone17.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.